Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the device to have peeled pebax throughout the length of the balloon, with a strand of pebax extending off of the proximal cone of the balloon. Therefore, the investigation was confirmed for peeled pebax. The investigation was unconfirmed for unraveled fibers as no fiber disturbance was noted to the device. The definitive root cause for the identified peeled pebax could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the radial artery, after removing the pta balloon from the patient, unraveled material was found. The procedure was complete, upon removal of the device, with no further treatment. There was no reported patient injury.